Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned for evaluation and the cause of the reported issue could not be determined.

Event description:
A customer contacted stryker to report that their device would not power on when the lid was opened. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient involvement reported with the event.